Event description:
During a coronary stent procedure, the express2 monorail stent dislodged. The target lesion was chronic total occlusion in the distal rca. The lesion was pre dilated and three cypher stents were deployed from the mid to proximal rca. When the last stent was deployed at the distal rca, the vessel ruptured at the stent's proximal edge. A retrograde disscociation occurred from the mid to proximal rca. Retrograde hematoma occurred too, however, it did not reach the proximal rca. The express2 monorail stent was used to treat the hematoma. The phyusician encountered resistance during advancement. The physician felt the guid catheter may have been weak due to the procedure time. After attempting to advance, there was no longer resistance and it was noted that the stent dislodged. The stent was located, however they were unable to retrieve after several attempts. Therefore, the procedure was discontinued. The patient had collateral flow. A 7f mach1 al.75 guide catheter, a whisper ms, feelder guid wire, a ryujin 2.0/20 balloon catheter, cypher 3.0/23, 3.5/23, 3.5/18 stents and a gooseneck snare were also used in the procedure. Patient status is listed as "stable".